Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by less than one hour. It was reported that during the case, the emitter details displayed "box not communicating". The nurse noted that the ports on the axiem box were green and the box displayed a number 7. Technical services (ts) had the nurse reseat the communication cable andswitch ports with no change. The nurse reported that she would get another system for the case. The surgery was completed with navigation and there was no impact on patient outcome.